Manufacturer narrative:
The customer has opted to not return the unit in for eval. If add'l info is made available, a supplemental report will be submitted.

Event description:
Covidien formerly tyco healthcare received a report from a biomedical engineer that the unit did not provide an audio tone. There was no pt harm reported.